Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the water leaked from a pinhole on the balloon during the pretest.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. The sample was evaluated and there was pinhole on the sac body of catheter that allowed water to leak out. The pinhole was examined under a microscope and noted to be round and smooth. The exact cause of sample condition was determined to be manufacturing related. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿(1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine, for patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" Correction: device identification.

Event description:
It was reported that the water leaked from a pinhole on the balloon during the pretest.